Manufacturer narrative:
Manufacturer's investigation conclusion. A review of the submitted log files confirmed low flow events which the account indicated were caused by hypovolemia. A direct correlation between (B)(6) and the reported hypovolemia and bleeding could not be conclusively determined through this investigation. The controller event log file captured transient low flow fault flags which resulted in 26 low flow hazard alarms on 17nov2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller and lvad periodic log files captured low flow events on 08nov2022 and 16nov2022. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) with low flow alarms, high pulsatility index (pi) event, and low mean arterial pressure of 48-50 mmhg. During the low flow alarms, the patient experienced nausea and vomiting. A review of the log file revealed low flow alarms and high pi readings. The patient was admitted to the hospital on (B)(6) 2022 through to (B)(6) 2022. The low flow alarms were due to hypovolemia and resolved with fluid resuscitation, decreased hypertension medications, and packed red blood cells (prbc). The patient received prbc due to decreased hemoglobin levels. The source of bleeding and the low hemoglobin was unknown as the no bleeding was found. The bleeding was presumed to have resolved as the patient's hemoglobin levels stabilized after the patient received the prbc's.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.